Event description:
It was reported that a pump malfunction occurred after the customer allowed the battery to deplete completely and was attempting to reload a cartridge. It was reported that the customer experienced an elevated blood glucose (bg) level of 523 mg/dl, the customer administered a correction injection via multiple daily injections and did not require third-party assistance beyond support from their mother. Technical support provided guidance on resetting the pump and assisted the caller in doing so. The malfunction code did not reappear after the reset, and customer was informed that they could continue using the pump while being advised to contact technical support if the issue recurred.